Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (non-functional) has been confirmed. As received, the battery was unable to power a monitor or a charge. Upon evaluation, pin #2 on the connector was bent. The cause of the non-functional battery pack is the bent pin on the connector. The root cause of the bent pin is physical abuse. No adverse event resulted from the damaged battery.

Event description:
A us distributor contacted zoll to report that a patient's battery was unable to power the monitor.